Event description:
It was reported by the customer that intermittent occlusion alarms occurred. Despite these occlusion events, there was no adverse impact on the customer's blood glucose level, maintaining a value within an acceptable range. The customer did not take any action during these occlusion events but simply resumed insulin delivery. Technical support conducted troubleshooting and recommended a replacement pump due to ongoing issues. Reportedly, the customer continued to use the pump for insulin therapy.